Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the implantable cardiac monitor exhibited noise oversensing. No programming changes were made. The patient status was unknown.